Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/31/2017 with the following findings: during investigation, there were no errors, alarms or warnings related to the complained observed in the black box. There was no battery cap or cartridge cap returned. All testing was performed with a test cap. The pump powered on with a test battery cap to a fully illuminated display. The display was not blank.